Event description:
It was reported that the insulin gauge was inaccurate, the battery was depleting quickly, an occlusion alarm occurred and the cartridge did not fit onto the pump. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.